Manufacturer narrative:
Conclusion statement: there was no device failure. User facility medwatch form listed incorrect catalog and lot number of product.

Event description:
Pt had pain in 1996 and x-ray allegedly showed gradual anterior subsidence and varus tilt of tib base. Revision was scheduled for april 1997. Pt allegedly fell and sustained a severe distal femoral and supra condylar fracture of femur on 3/16/97. Revision surgery performed.